Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that  the patient stated they had intermittent pains in their vagina and rectal area. Support link advised to contact their doctor in regards to medical advice. No further complications were reported at this time. Additional information was received from the patient. They reported that the lead had dislodged.